Manufacturer narrative:
Investigation found low voltage on the 3 v stack. It is unclear when the batteries lost their charge, or if it contributed to the reported event. No other defects or manufacturing deficiencies were found that would contribute to a failure of insulin delivery, or high bg levels. Although no abnormalities were found, a root cause for the reported event could not be determined.

Event description:
Not applicable as the event is not reportable.